Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing broke at an unknown area and that there was patient's blood left in the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing broke was confirmed. Visual inspection showed that the male luer tip of the primary set was broken off and lodged into the female luer port of the non-bd extension set. Inspection under magnification showed stress marks at the break site of the male luer. No tool marks were observed. The root cause of the male luer breakage could not be determined.